Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an insensitive area of the touchscreen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer had an insensitive area of the display screen; the cursor did not respond to the stylus at the lower-right screen area. It was also found that a speed button on the printer keypad was worn and did not function properly. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.